Event description:
This is not an urgent failure. The product I am reporting is the elbow connector for the resmed airsense 11 CPAP machine which attaches to, among other facemasks, the f20. I am a retired pharmacist and a CPAP user. I have recently experienced more masks leaks that usual and an increase in air pressure inside by face mask. In trying to determine the cause, I discovered the elbow venting system did not seem to be working. After some research I found other users who were reporting the same problem also reported black mold growing on a ring of filter material imbedded inside the elbow (and therefore not visible to the user or directly able to be cleaned). The purpose of this filter is to dampen the noise made by air venting from the mask. This mold build up, for which users are unaware, prevents the proper venting of air, decreasing the effectiveness of therapy. Many users have to increase the pressure output of their machines to compensate, leading to more mask leaks and interrupted sleep. Not to mention potential exposure of the patient to mold. Cleaning of CPAP components may or may not reduce this problem since the cleaning itself leaves the filter wet. The filter is located deep inside the elbow and does not dry readily. I live in the desert in (B)(6) which offers a favorable environment for drying, yet by tearing apart an elbow I discovered mold as well. I am committed to cleaning my CPAP peripherals. I will also be changing elbows on a greater than recommended frequency. At the very least, this concern should be noted in the literature provided to patients by the manufacturer. Ideally, a different air diffusion system can be discovered that does not promote the growth of mold or a recommendation made to increase the frequency of elbow replacement. I have a picture of my filter but am not including it as similar pictures can be found on the internet.